Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s display screen was broken. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display required replacement to address the issue; however, no repairs were done because the device was scrapped.